Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during patient infusion. The expected infusion time was 46 hours; however, the actual infusion took 54 hours to complete. The device had been filled with 50mg/ml of fluorouracil in 5% glucose for a total volume of 93ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.